Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his sensor glucose readings were "wiped out" when the receiver self initialized. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).